Event description:
The ge oec 9900 fluoroscopy system had images that were reported to not be retrievable from memory.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System operating as intended, no problems found. User error. The system was tested, found to be operating as intended, and release to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.